Manufacturer narrative:
Device evaluation summary: biocompatibility test to iso 10993 was successfully completed on skin-contacting surface of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The wife of a (B)(6) male pt contacted zoll customer support to report that the pt has shingles, and the garment is so tight it is irritating the shingles. Zoll customer support recommended removing the lifevest for up to an hour per day to allow his skin to air out. Zoll customer support also reported they would send the pt a larger garment. Follow-up with the pt's wife on (B)(6) 2014 indicates the pt saw a dermatologist who said the irritation was not the pt's shingles but rather a rash caused by the garment. The wife reported that the dermatologist stated there is a bacterial infection as a result of the sweat stuck under the garment, and the dermatologist prescribed the pt topical medication. Zoll customer support suggested removing the garment for an our per day and wiping the pt's back dry after sweating. No additional follow-up documented.